Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the foley was inserted into the patient in the emergency room on (B)(6) 2019, and on (B)(6) 2019 it was noted that the catheter was not draining and the patient was wet. A bladder scan was performed and indicated that there was over 200 ml in bladder. The catheter was then changed and urine freely flowed.